Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, on (B)(6) 2025, the patient had a PICC catheter placed through the left vital vein. After successful catheter delivery, the catheter was connected to the decompression sleeve and earl's connector, and a small corner of the left lower flank of the earl's connector broke when both sides were tightened, so the connector was replaced, the catheter was trimmed, and the decompression sleeve and earl's connector were successfully connected again, and the patient had no discomfort.